Manufacturer narrative:
(B)(4). The customer reported the external paddles failed. There was no reported adverse pt impact. The customer confirmed the paddles were replaced and resolved the issue. The paddles were not available for eval. We will consider this a malfunction of the paddles.

Event description:
The customer reported the external paddles failed. There was no reported adverse pt impact.